Manufacturer narrative:
No patient sample was available for investigation. Customer complaint data was reviewed and no non-statistical or adverse trends were identified. Testing of panels which mimic patient samples using retained samples of architect hbsag qualitative ii lot 65146fn00 was performed. All specifications were met indicating that the lot is performing acceptably. For the hbsag qualitative ii assay, list number 2g22, customer field data was used to assess the specificity of the assay. The instrument data analytics (ida) report for list 2g22 was reviewed covering the timeframe 10 jan 2016 - 7 jan 2017. The report shows that across lots with 47,480,422 patient test results, the range of median results was (B)(4) which indicates that the lot is performing acceptably in the field. A search for non-conformances and deviations associated with the lot was performed. The review did not identify any non-conformances or deviations. The architect hbsag qualitative ii reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4) and (B)(4).

Event description:
The customer stated that false positive architect hbsag results were generated. A patient sample generated a (B)(6) result of 1.27 s/co on (B)(6) 2016. Confirmatory testing was performed and the results were not confirmed. Previous testing on the patient from (B)(6) 2016 generated repeat reactive hbsag results with positive confirmatory results (hbsag c2 0.93 s/co with 78.125 % neutralization). Pcr testing on the patient was performed and negative results were generated. There was no report of impact to patient management.